Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been inspected. The battery status was found to be eos, detected by the device on august 24, 2022. Analysis of the shock holter data showed that an amount of 173 charging cycles was performed by the device between 08:57 pm and 10:29 pm of august 24, 2022. As a result of that successive charging the eos battery status had occurred. Available iegms revealed noise in the rv channel. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. However, should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
Early battery depletion due to inappropriate shocks. Device remains implanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.